Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a return of symptoms. The pt noted "pain the last month that felt like someone hit her with a baseball bat". At a refill 3 months ago, the hcp put in 20 ml; at the most recent refill 19.5 ml were removed. Over the past three months, the pump dosage was increased to see if that helped to manage the pain. The pt was seen by the hcp on (B) (6) 2010. It was determined at the time that the drug from the pump was not coming out of the catheter. The reporter indicated that a pump replacement was planned for the following week. Additional info has been requested, a f/u report will be sent if additional info becomes available.